Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had an elevated blood glucose (bg) level. However, the exact value was not provided. Reportedly, the customer had changed supplies but bg's still remain elevated. The contact stated that the customer will contact the healthcare provider to discuss changing pump settings.